Event description:
Patient caregiver (B)(6) called along with patient (B)(6). No indication of medical problem or meter malfunction. Customer care representative walked through 3 cs tests, and all 3 were in range.